Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the revolution cement mixer (606-705) exploded at the lid portion upon injection. Only were able to inject about 1/3 of the cement in the femur, created a void / pocket of uncemented areas. Surgeon had to drill into bone and apply more cement in order to feel comfortable that the stem would hold. It was a major failure which made the surgeon alter his course and react quickly to use what cement was in the femur to secure the implant. The customer stated the case was completed. The procedure was a total hip. They were using zimmer palacos r plus g x 3 batches. No additional additives were added to the cement.

Manufacturer narrative:
The production lot numbers were not reported and are unknown. No product was returned for any evaluation. The letter from stryker that initiated this complaint was for zimmer biomet information purposes only. No product fault was reported against the palacos bone cement. The reported event was against the stryker mixer/injector. No additional zimmer biomet actions warranted at this time.

Event description:
Additional information provided on jun 8, 2016 stated that the event occurred during surgery and there was a 45 minute delay due to the event. There was a longer anesthesia time due to the additional drilling in the voids and filling the holes with cement. Per the information received from the customer service representative on jul 1, 2016, there was no malfunction or issue with the palacos bone cement; the issue is a malfunction of the revolution cement mixer.